Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was not happy with the discomfort of the pump. A surgical procedure was performed to remove all components. No patient complications were reported.